Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy bleeding') and deafness ('hearing loss') in an adult female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroadenoma, cardiac stress test abnormal, muscle cramp, irritable bowel syndrome, diarrhea, constipation, urinary frequency, nocturia, dysmenorrhea, vaginal itching, anxiety, esophageal reflux, iron deficiency, dyspareunia, back disorder, cerebrovascular accident, depression, hsv infection, melanoma, migraine, cervical dysplasia, mitral valve prolapse, pneumonia, premature ventricular contractions, cholecystectomy, cardiac catheterisation, appendicectomy and gallbladder removal. Concomitant products included alprazolam (xanax), ascorbic acid;macrogol 3350;potassium chloride;sodium ascorbate;sodium chloride;sodium sulfate (moviprep) since (B)(6)2013, colecalciferol (vitamin d3), epinephrine (epipen) since (B)(6)2012, fexofenadine hydrochloride (allegra), hydroxyzine embonate (hydroxyzine pamoate) since (B)(6)2013, hyoscyamine since (B)(6)2013, ketorolac tromethamine, mometasone furoate (nasonex) since (B)(6)2013 and omeprazole since (B)(6)2013. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced fatigue ("autoimmune disorder type of disorder: chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced nausea ("nausea"), thyroid mass ("autoimmune disease/ autoimmune disorder type of disorder:thyroid nodules"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), deafness (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), cystitis ("cystitis") and vision blurred ("blurred vision"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, nausea and fatigue had resolved and the genital haemorrhage, deafness, back pain, cystitis, vision blurred, vaginal haemorrhage, menorrhagia, thyroid mass, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, deafness, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, thyroid mass, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: patient continued to experience these symptoms until on (B)(6) 2016 when she underwent a total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device. Discrepancy in insertion date. Previously reported as (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: showed bilateral essure devices present total: bilateral occlusion.; on (B)(6) 2011: results: showed occluded fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, pelvic pain, migraines, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and deafness ("hearing loss") in an adult female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroadenoma and cardiac stress test abnormal. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d3) and fexofenadine hydrochloride (allegra). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced fatigue ("autoimmune disorder type of disorder: chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced nausea ("nausea"), thyroid mass ("autoimmune disease/ autoimmune disorder type of disorder:thyroid nodules"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), deafness (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), cystitis ("cystitis") and vision blurred ("blurred vision"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, nausea and fatigue had resolved and the genital haemorrhage, deafness, back pain, cystitis, vision blurred, vaginal haemorrhage, menorrhagia, thyroid mass, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, deafness, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, thyroid mass, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: patient continued to experience these symptoms until on (B)(6)2016 when she underwent a total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device. Discrepancy in insertion date. Previously reported as (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: showed bilateral essure devices present total bilateral occlusion.; on (B)(6)2011: results: showed occluded fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events: abnormal bleeding (vaginal), menorrhagia, migraines, headaches, hair loss were added. New reporters added and reporter information updated. Plaintiff demography added. Product indication updated. Event outcome updated for pain, fatigue and nausea. Event autoimmune issue updated to thyroid nodules. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune disease") and deafness ("hearing loss") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), deafness (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), fatigue ("fatigue"), cystitis ("cystitis") and vision blurred ("blurred vision"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, deafness, abdominal pain, back pain, nausea, fatigue, cystitis and vision blurred outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, cystitis, deafness, fatigue, genital haemorrhage, nausea, pelvic pain and vision blurred to be related to essure. The reporter commented: patient continued to experience these symptoms until on (B)(6) 2016 when she underwent a total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: showed bilateral essure devices present; on (B)(6) 2011: showed occluded fallopian tubes incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.